Event description:
Caller alleged discrepant results with the inratio 2 meter and coaguchek. Date: (B)(6) 2012, inratio results: 4.1, 1.9, coaguchek results: 1.8. Therapeutic range was not indicated for pt.

Manufacturer narrative:
Investigation pending.